Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in italy it was reported that patient faced infusion set cannula bent event and got hospitalised due to high blood glucose on (B)(6) 2024. The glucose level was 500mg/dl and also have ketones. The patient got treated with bolus via pump. No further information available.